Event description:
It was reported that a physician trained in the use of the device successfully performed pre-closure placement of the prostar xl sutures in bilateral arteriotomy sites prior to an interventional procedure. Reportedly, "at the end of the long 4.5 hour procedure, the hole could not be closed with the sutures." It was believed that the entry hole was wide, as multiple sheath exchanges had opened the original hole. A vascular surgeon did a cut down and sutured the hole to achieve haemostasis." Reportedly, during arteriotomy closure of the contralateral vessel, after deploying the suture, as the knot was advanced on the green suture, resistance was felt, the rail part of the suture was pulled, and the suture snapped. The physician did not use the advancer but he was using his hands when this happened. The surgeon had to do a cut down and sutured the hole to achieve haemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.device#2: prostar xl (part# 12322-02,lot# unknown) is being reported under a separate medwatch report number.